Event description:
The customer reported clear diluent leak of approximately 1 ml from the random access module of the coulter lh 750 hematology analyzer. The customer indicated that the leak was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves at the time of the event and no exposure or injury was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event. A beckman coulter field service engineer (fse) was dispatched and confirmed a small cut in the red striped tubing exiting the diff lyse heater. The fse replaced the tubing which resolved the leak. The fse also noted that the erythrolyse (diff lytic reagent) pathway was blocked and proceeded to clean the erythrolyse ports. Repairs were verified per established procedures and results met published specifications.

Manufacturer narrative:
Results: blocked erythrolyse (diff lytic reagent) pathway. (B)(4).